Manufacturer narrative:
This report is for an unknown synthes matrixorthognatic gold plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: suojanen j. Et al (2018), comparison between patient specific implants and conventional mini-plates in le fort I osteotomy with regard to infections: no differences in up to 3-year follow-up, journal of cranio-maxillo-facial surgery, volume 46, pages 1814-1817, (finland). The aim of this study was to compare complications associated with fixation with psis (31 patients) versus conventional mini-plates (37 patients) in le fort I osteotomy. Between november 1, 2011, to november 30, 2013, 37 patients treated with le fort I osteotomy including repositioning of the maxilla with conventional wafers and fixation with mini-plates using an unknown synthes matrixorthognatic gold plate were included in the study. These patients were then compared to a group of 31 patients treated with a competitor¿s patient-specific implants (psi). All patients visited the clinic for postoperative controls according to the clinical protocol, with no follow-up data missing. The average follow-up for the mini-plate group was 49 months (range, 38 to 62 months). Complications were reported as follows: a (B)(6) year-old male had reoperation after 2 weeks postoperatively due to open bite. This report is for an unknown synthes matrixorthognatic gold plate. This is report 8 of 9 for (B)(4).